Event description:
On 6th august 2024, rayner received notification from a healthcare facility in brazil of an event that occurred during use of a rayone spheric rao100c. The event description provided states that there was a problem during ejection of the lens and the lens optic was broken.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that there was a problem during ejection of the lens and the lens optic was broken. The rayone spheric rao100c was explanted and surgery is reported to have been prolonged. Surgery could not be completed as a back-up lens was not available therefore the patient was left aphakic until a new surgery was scheduled to implant a back-up lens. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone spheric rao100c batch 063217858 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone spheric rao100c batch 063217858. There is insufficient evidence and information available to determine the cause of the event.